Manufacturer narrative:
Additional information; d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on the heater tray. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater test passed. Voltage verification check passed. Heater temperature test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the thermal decomposition was not confirmed. Reported physical damage to the heater tray was confirmed and the cause was determined to be traced to component failure. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported physical damage of a cycler. The contact stated a hole was burned into the film and covering the heater tray and was now peeling off in on the heater tray. The patient used bleach wipes provided by customer support to clean the cycler. The cause of the damage was unknown. The reported issue was not a result of the supplies. The patient contact was advised to continue use of the cycler. The cycler was replaced due to the physical damage. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the patient contact confirmed the reported event and stated the damaged film was just noticed and was fairly large on the heater tray. The patient contact confirmed there was no burning smell, smoke or flames noted, and no other visual indications of thermal decomposition in addition to the damaged heater tray. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient contact reverted to manuals to complete treatments pending delivery of the replacement cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported physical damage of a cycler. The contact stated a hole was burned into the film and covering the heater tray and was now peeling off in on the heater tray. The patient used bleach wipes provided by customer support to clean the cycler. The cause of the damage was unknown. The reported issue was not a result of the supplies. The patient contact was advised to continue use of the cycler. The cycler was replaced due to the physical damage. The contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the patient contact confirmed the reported event and stated the damaged film was just noticed and was fairly large on the heater tray. The patient contact confirmed there was no burning smell, smoke or flames noted, and no other visual indications of thermal decomposition in addition to the damaged heater tray. There was no adverse event, serious injury, or required medical intervention as a result of the reported issue. The patient contact reverted to manuals to complete treatments pending delivery of the replacement cycler. The cycler is available to be returned to the manufacturer for physical evaluation.